Event description:
A caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and arranged to send a replacement pump. The customer was advised to use a multiple daily injection (mdi) as a backup therapy to ensure insulin delivery continued without interruption, and instructions were provided for putting the old pump into storage mode and returning it.